Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict an infection or failure to heal. The tibia was reamed, washed out and a 11mm x 360mm, standard nail was implanted. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right tibia; was exchanged due to infection. The tibia was reamed, washed out and a 11mm x 360mm, standard nail was implanted.